Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, bisphosphonate treatment, smoker, periodontal disease, complication in site preparation, inadequate bone quality/quantity, peri-implantitis, infection, inflammation, mobility.